Event description:
Healthcare professional reported a rupture and "axillary siliconomas." This record relates to the right side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and axillary siliconomas.

Event description:
Healthcare professional reported a rupture and "axillary siliconomas." This record relates to the right side . Device has been explanted and replaced with a non - allergan device.